Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2016. By using attune system (the patella was not revised at that time). After 2 years from the primary surgery, the patient complained the pain, so that the surgeon recognized patella deformity on the patient's knee joint. Then, it was reported that another primary surgery was performed by revising the patella (p/n and lot numbers were unknown) on (B)(6) 2018. There was no surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.